Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter: the device broke. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Event description:
Sleeve gastrectomy procedure.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one photo of a device. The visual inspection of the photo depicts a trocar with the cannula disengaged from the trocar head in a plastic bag. Product analysis suggests the product was used in a surgical procedure. Replication of the observed damage may occur when the cannula is held in a fixed position while a twisting force is applied to the seal housing. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.